Event description:
This unit can't switch on in normal. We have checked this unit and found the problem is from the main board.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it is confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. The complaint is nevertheless deemed reportable as an alternative device was needed. The most probable root cause is the aging of the device. The defective mainboard was replaced, which solved the issue. There was no patient involvement nor user harm.